Event description:
It was reported that the during a routine device change out procedure, when the lead was connected to the pulse generator header the physician could not hear the click. A setscrew anomaly was suspected and the device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.